Manufacturer narrative:
Device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported, "bone cement mixed in cartridge than loaded in cement gun started to inject into femur, cement injected partial and set-up hard in the cartridge would not dispense. Remove partial cement from the femur - mixed new batch of cement same lot # - worked properly. Voluntary # mw1036135.